Manufacturer narrative:
Based on the claim against the product by the customer noting that the instrument was not moving as it should, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Intuitive surgical, inc. (Isi) has received the 8mm fenestrated bipolar forceps involved in this event, but the failure analysis has not yet been completed. A follow-up MDR will be sent following the completion of the evaluation and testing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, that the 8mm fenestrated bipolar forceps was not moving as it should. The procedure was continuing as planned. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps was analyzed, and the complaint regarding the instrument not moving as it should be could not be confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. No product issue was identified.